Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Poly swap. The poly for the star ankle became worn down. A replacement poly was implanted.